Event description:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information found during investigation of the reported event, it was determined that the part referenced should not have been reported. The initial report should be voided.

Manufacturer narrative:
(B)(4). Foreign source: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03601, 0001822565-2022-03602, 0001822565-2022-03603, 0001822565-2022-03605, 0001822565-2022-03606, 0001822565-2022-03607, 0001822565-2022-03608.

Event description:
It was reported that the instrument is missing the bearings. It was noted that most of the instruments went through the ultrasonic process. There was no patient involvement.